Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.

Event description:
The customer reported that the insulin pump was submerged in water and the device alarmed. The customer stated that condensation in the reservoir compartment, and unresponsive were noticed. No further information was provided.